Event description:
Per the audiologist, the patient experienced a decrease in performance along with facial nerve stimulation. The results of an integrity test in 2009 indicate multiple electrode anomalies. Explant and reimplantation is planned but had not taken place at the time of this report the following month.

Manufacturer narrative:
The device was explanted on (B)(6), 2009, during the same surgery, the patient was reimplanted with a new device.(B)(4).